Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. A slit visualization with one becton dickinson 10ml male luer lock syringe was applied to the y-sites and a baseline slit was detected in the samples. A referee test at 0.25 psi for 30 seconds was applied to the activated valve y-sites and no flow/restricted flow was not detected in the y-sites. A fluid path occlusion test was applied to the sample and there was no flow/restricted flow detected in the sample. The defect was confirmed due to blocked check valve in the white side. A pressure test under water at 8.0 psi +/- 0.5 psi of air was applied to the set. The defect was confirmed; however the cause of this reported condition has not been identified. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a clearlink system continu-flo solution set in which the tubing will not prime with lactated ringers. The no flow occurred right at the bottom of the drip chamber. There was no patient injury or medical intervention necessary. No additional information is available.